Event description:
The user facility reported that they had approx twelve events of the holder assembly separating from the "back" of the needle when filling multiple tubes. No blood exposure reported.